Event description:
The home pt (hp) reported 2 incidents of the minicap falling off of the transfer set. The hp became aware of the incident due to something poking her in her side. Following the first incident, the hp notified her healthcare professional (hcp) and received a transfer set change. The hp did not notify the hcp with the 2nd incident. No pt injury per the hp.